Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Please retract this MDR 2017865-2011-03411. Duplicate report filed on (B)(4) 2011, 2017865-2011-02016.

Event description:
It was reported that the patient presented to the clinic due to a vibratory alert. The alert showed the charge time limit reached. The patient was sent home and monitored. On 3/4/2011 the patient presented back to the clinic with an increased charge time. Gradual increase in charge time observed since implant. The device was explanted and replaced.